Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the desktop charger cord had pulled out of the end piece and the issue began a couple weeks ago. Patient stated that the metal piece was still attached to the cord but noticed visible damage to the desktop charger cord. A replacement desktop charger (dtc) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the [recharger], model [37761], s/n [(B)(6)], found bent/ broken connector pins at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.